Event description:
It was reported by the clinician that a 4-lumen catheter kit was opened and they attempted to place the catheter subclavian. During removal of the spring wire guide, it unraveled, but was removed intact. Nothing was retained.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.